Event description:
Patient reported capsular contracture baker grade ii-iii .this relates to the right side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed deformation on the device. Yellow particles observed in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Patient reported, capsular contracture, baker grade ii-iii. This relates to the right side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Photo analysis: visual analysis of the photos identified, capsular contracture: unable to observe, as it is a medical event. That is not related to the device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii/ iii.

Event description:
Patient reported capsular contracture baker grade ii-iii .this relates to the right side. Device has been explanted and replaced with a non allergan device.